Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis in good physical condition. The customer's reported problem was "over delivering, replace battery". Inspection of the pump's event log indicated one 20ml bolus test was performed. Delivery accuracy testing, by the investigator, found the pumps average delivery error to be within the published specification of +/- 6%. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance with no manufacturing or testing issues found.